Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device is filed under a separate medwatch report number. Na.

Event description:
It was reported that closure of the left common femoral vein was attempted using two prostyle devices via a 8fr sheath, after an ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with both prostyle devices. A proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.